Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed. (B)(4): placeholder.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
It was reported to synthes: pt implanted with tlif construct on (B)(6) 2012, later developed an infection at the implant site. Implants will not be removed. Pt treated with I and d and antibiotic beads at infection site. This is 4 of 22 reports.